Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer stated that her blood glucose reading was 16 mg/dl when the paramedics arrived. Prior to the hospitalization, the customer stated that the sensor glucose reading was over 300 mg/dl. The customer stated that her blood glucose levels went low after she treated for the sensor glucose reading. Nothing further was reported.